Event description:
A home patient in australia had a blood loss during his nocturnal treatment. He awoke to find an external blood leak coming from the blood line. It appears the patient received incorrect blood lines to use with the dialysis machine resulting in an external blood leak when the line disconnected from the polyflux 170 h dialyzer. The exact amount of blood loss was not reported. No medical intervention to preclude serious injury was reported and no hospitalization was required.